Event description:
Per the clinic, patient experienced skin breakdown due to strong magnet strength. Subsequently, the patient was treated with topical antibiotics (specific date and duration not reported) and appropriate wound care. The implanted device remains.